Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user experienced redness and burning under border of surgical cover dressing on the left knee. A photograph was received also depicting the reported complaint issue. On (B)(6) 2015 total knee surgery was performed on her left knee; the dressing was worn for 10 days against the manufacturer's recommendations; as the dressing is only indicated for wear of up to 7 days. The proper procedure for applying the dressing pre- and post operatively were followed; however it is unknown if knee was flexed during dressing application. On (B)(6) 2015 the end user presented to the orthopedic surgeon for follow up; during this visit the dressing was removed and discontinued. End user was advised to leave the wound open to air; wash area with a mild soap and water and pat dry. On (B)(6) 2015 end user spoke to the orthopedic surgeon over the phone due to worsening of redness. She was advised to use over-the-counter hydrocortisone cream to area. On (B)(6) 2015 end user presented to her orthopedic surgeon who diagnosed the area as a possible allergic reaction and prescribed prednisone 5mg twice a day and keflex 500mg 4 times a day for 10 days. Additionally, the reporter advised that proper application techniques including flexion of knee prior to application were discussed in a symposium to prevent future reactions.